Event description:
Pt in operating room under general anesthesia for right arthroscopic acl reconstruction; shavers failed x 2 reportedly with low torque and hard to spin; surgery cancelled by surgeon; pt had debridement of right knee only. Pt transferred to recovery room in stable condition and discharged later the same day.